Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, and an insulation issue was suspected. The lead was explanted and replaced. During the replacement procedure, the atrial lead was accidentally cut. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments nd was analyzed. No anomalies were found. The defib conductor was distorted, the proximal conductor was cut, and blood/body fluid was found on the distal conductor (not obstructed). Blood/body fluid was found on the outer tubing overlay, which was also breached cut and exhibited cosmetic environmental stress cracking (esc). The outer tubing was breached cut and exhibited esc breach/breach (non-electrical). The outer insulation exhibited a cosmetic depression, and all insulators were breached cut. Blood was found in/on the helix/lobe mechanism, and the lead was stretched and exhibited apparent explant damage. (B)(4) the proximal segment was returned and analyzed. No anomalies were found. All conductors were stretched, and blood/body fluid was present on all conductors (not obstructed). The outer insulation was kinked/buckled, and exhibited cosmetic esc. The lead was stretched and exhibited apparent explant damage.